Event description:
The engineer found that ift was damaged and leaked which leaded to hard light guide cable and not enough light. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench. Model ec38-i10cl-us is available in the USA with a 510k number k190805.